Event description:
Per clinical review: on (B)(6)021, the team experienced a problem with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the cardioplegia (cpg) air bubble detector false alarmed with no visual air in the circuit. They removed it and turned it off. On follow-up questioning, they answered that they swapped it out. There was no delay, no blood loss, and the surgery was completed successfully with no adverse event.

Manufacturer narrative:
Updated block: b5.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. The pst rotated the air sensor until water filled the tubing in front of the sensor. The cardioplegia (cpg) pump was monitored for any abd false alarms for 32.5 hours. The abd passed all testing successfully. It was determined that the abd met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's senior territory manager, there was no air in the abd and it did not turn off the cpg pump. The only corrective action that worked to eliminate the alarm was to completely remove the abd and turn it off.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the cardioplegia (cpg) air bubble detector (abd) was falsely alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.